Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 device. The event report alleges the product. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design error was identified during product analysis. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a design error and a corrective action has been initiated to make the handle more resistant to esd events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Living donor nephrectomy. The handle, shell and adapter were connected and left on the table with all normal indicators. When they returned to the device the screen was blackout and the device did not react at all. They removed the handle and plugged it into the charger. After some time of charging the handle was still not re-booted. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.